Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The report field event of a v-pli measurement anomaly was confirmed in the laboratory. During initial bench test, it was found the device was measuring greater than 3000 ohms v-pli and had no pace output or sensing input. However, ate was performed and the device passed all tests. After the ate test, the failure was lost and could not be re-captured. The cause of the field event remains undetermined.

Event description:
It was reported that the pacing impedance was high and out of range. When tested with a programmer, impedance was within normal range. The device was not implanted.